Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the insert for the camber tube came and bent around the quick release axle and caused damage to the rim of the drive wheel on the right side.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. The camber tube cracked on the zero degree side, allowing the camber plug to come loose from the tube. The zero degree camber plug is still on the axle which is still attached to the wheel.

Event description:
Provider alleges the insert for the camber tube came and bent around the quick release axle and caused damage to the rim of the drive wheel on the right side.